Event description:
The user facility reported that a nurse incurred a needle stick with a used syringe needle while trying to engage the safety sheath feature. Reportedly, the user attempted to engage the needle guard with her finger rather than against a flat surface. The user facility reported that the nurse has been treated with a tetanus shot as a precautionary measure per their internal protocol.